Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support, who assisted with a pump reset, after which the error code did not reappear, and the caller successfully started their sensor session.